Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, the clinic was not able to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). A couple of programmers were tried before the field representative arrived. The field representative also tried, even with the antenna in the patient's lap, over the device. Tones were produced when a magnet was applied. Therefore, a 60/60 magnet reset was performed. However, no warble tones were observed so the 60/60 magnet reset was done again. After the second reset, the device was interrogated without issue. Programmer log files were not submitted for evaluation, so the cause of the interrogation difficulties could not be confirmed. No adverse patient effects were reported.